Event description:
Event description guidant received information that one day post implant, this implantable transvenous defibrillation lead dislodged. During a reposition attempt, it was noted that there was tissue in the helix.